Event description:
The customer contacted baxter's service center regarding a leaking transfer set; the patient was not connected to the homechoice. The home patient (hp) stated that there was a small cut on his transfer set line and he wanted to know what to do. The technical service representative (tsr) advised the hp patch the hole in his the transfer set using aseptic technique, contact his registered nurse (rn), and go to the hospital. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the patient was trying to cut a piece of tape from his dressing, and had accidentally cut the transfer set tubing. He had come into the clinic and had the set replaced. The nurse discussed the event with the patient, and advised him not to use scissors anywhere near his transfer set again. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, based on the customer report. The root cause was use error. The label review found the labeling adequate for the prevention of the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.